Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H6 component code - appropriate term/code not available (g07002) is used to capture product not returned corrected d1, d2, d4 and d10.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 4 years ago a patient underwent hip reconstruction with a pinnacle/corail system with ceramic head. After four years the patient complains for prosthesis noise. X-ray examination performed which shows abnormal wear of the polyethylene. On date (B)(6) 2020 surgery has been performed to replace the polyethylene and the ceramic head (ref. 1219-32-150 lot j6885j, ref. 1365-32-330 lot 9066930).